Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test wells in question, which appeared as visually positive. There were no errors during processing. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an rh (d) mistype when tested on a galileo echo instrument, which had recently had a software upgrade.